Event description:
It was reported a post-op infection on a patient who had a mini open rotator cuff repair done on (B)(6), 2012 and on (B)(6), surgeon removed three anchors that were implanted in patient.

Manufacturer narrative:
Initial MDR was filed against the fact that patient experienced post-op infection after surgery. However, additional information confirms the infection was a complication with the patient, nothing to do with the anchor. (B)(4).